Event description:
A pt reported experiencing inaccurate low results with a surestp meter. In 2001, pt's blood glucose was 47 mg/dl. No other results reported. Tests were done 20 mins apart. Pt did not experience any adverse events. No further info has been reported.